Manufacturer narrative:
The nut for the femur extention stem came unscrewed from the rotation axis. The thread of the axis and the internal thread of the nut are both damaged. The taper of the axis exhibits wear marks due to the relative movement of the femur component. Manufacturing documents were reviewed for all lot numbers associated with this incident and there were no indications of material or manufacturing errors found. The most likely root cause of this failure is user error. It is assumed that te taper was not fitted using the instrument (B)(4) prior to fixation with the torque wrench. Corrective/preventive action is not required.

Manufacturer narrative:
Manufacturing site evaluation: on-going.

Event description:
Country of complaint: (B)(6). Five year post operative decoupled tibia axis. The locknut was found in situ and removed. Additional information has been requested. Components include: nr400k / nut f/femur extens.stem all sizes neutr. / lot number 51722678. Nr892 / enduro meniscal component f3 14mm / lot number 51698326 (not marketed in the u.s.). Nr509k / femur extens.stem 7° d19x117mm cem.less / lot number 51571385. Nr180k / tibia offset stem d20x92mm cementless / lot number 51500856. Nb013k / enduro tibial comp.offset cemented t3 / lot number 51726435 (not marketed in the u.s.). Nb019k / enduro femoral component cemented f3r / lot number 51725475 (not marketed in the u.s.).